Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/ or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported "rupture and bacteria from silicone being in the body". Device status is unknown. Manufacturer of the device is unknown.